Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that the tip of the microcatheter got stuck in the onyx and broke off from the rest of the microcatheter at the 3 cm marker. The microcatheter was removed from the patient; however, the distal tip was left in the patient, entrapped in the onyx. There was no reported patient injury or intervention. The patient was reported to be fine.